Event description:
Information was received that a smiths medical set, administration, intravascular had two cassettes from the same lot number give no disposable clamp tubing alarm in the last month. No adverse patient effects were reported.